Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "implant rupture and capsular contracture". Healthcare professional reported via follow up "capsular contracture iii". This record is for the left -side. Device has been explanted.

Event description:
Healthcare professional reported "implant rupture and capsular contracture". Healthcare professional reported via follow up "capsular contracture iii". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.